Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reports that the loudspeaker failed. After restarting the control center, the loudspeaker works again. There was no reported adverse event or patient harm.